Event description:
In the process of contacting the pt's neurosurgeon to notify him that the pt's device may be nearing end of service, it was discovered that the pt's device had been programmed to off and was later explanted due to an increase in seizure frequency and severity with the vns therapy. With the vns therapy, the pt at times experienced 30 or more seizures over a two-hour period. Additionally, the pt was seen in hosp e.r. Approximately 6 months post-implant due to a severe flurry of seizures. It was reported that the pt's usual baseline seizure frequency was 4-5 seizures each day and 15-20 seizures each night. The pt reportedly had an excellent response to the vns therapy after initial parameter adjustments, with seizures stopping completely for a few days. The seizures then returned and the pt could no longer feel the stimulation. Device diagnostic testing was within normal limits, indicating proper device function. Cortical resection prior to programming the vns to off along with tapered reduction of gabitril dosage resulted in complete seizure control for the pt. Only the pulse generator was explanted. The bipolar lead was left in situ.